Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien xt valve, the patient had heavily calcified femoral arteries; however, the femoral artery site was the safest access point and access was successfully achieved. The introducer was advanced through the sheath with the dilator. A large amount of bleeding was noted above the femoral artery access point. The operator removed the introducer. The operator advanced and inflated a semi compliant balloon to slow the bleeding. Hemostasis was achieved. A new sheath introducer was requested as the previous sheath was distorted. The valve was implanted successfully, as was closing of the access point. Two units of blood were transfused the patient is stable post procedure.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as access site complications, perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access may require repair and are known potential adverse events associated with the transapical thv procedure. The sheath was not returned to edwards lifesciences for evaluation. A review of imagery provided showed calcification and tortuosity present in the access vessels. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to sheath kinked and insertion difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty introducing sheath and sheath damaged were unable to be confirmed as no relevant procedural/device imagery nor the complaint device was provided. Reviews of the DHR and lot history showed no indication that a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. As no damaged was observed during device preparation, it is unlikely that the sheath damage was present out-of-box. Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity, and degree of calcification'' and ''do not use if the esheath is damaged (i.e. Kinked or stretched)''. The patient had heavy calcification in the access vessels along with tortuosity, which can create a difficult pathway for insertion with sub-optimal angles. This likely increased the required push force to overcome any interactions of the sheath with the vessel walls. It is likely that sheath shaft interacted with the heavy calcification, causing damage. However, the extend of the damage is unknown. Available information suggests patient factors (calcification, tortuosity) contributed to the complaint event. In this case, the cause of the hemorrhage bleeding cannot be confirmed, however, may be related to patient/procedural factors. Since no product non-conformance was confirmed, a product risk assessment escalation and a corrective/preventative action (CAPA) are not required.